Event description:
Paramedics responded to a person, condition not reported. The device was connected to the pt with ECG electrodes then disposable defibrillation/ECG electrodes and prepped for synchronized cardioversion. According to the reporter, the device intermittently alarmed that the therapy cable or electrodes were not connected. A backup device was called for and used and pt outcome was not reported.